Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon catheter was stuck on a guide wire. The 90% stenosed lesion was located in a hemodialysis shunt in the moderately tortuous antebrachial vein. The v-18 guide wire and the balloon catheter were "stuck". During withdrawal, the distal tip of the balloon catheter was detached outside the pt. The procedure was completed with this device. No pt injuries or complications occurred. The pt status is reported as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).